Event description:
It was reported that approximately one week post-implant of the implantable pulse generator (ipg) system, the patient experienced chest pain and discomfort in upper left chest. Pericardial effusion and twiddler's syndrome were observed. The right atrial (ra) lead exhibited high thresholds with intermittent and no atrial capture. Lead dislodgement was confirmed. The ra and the rv leads were explanted and replaced. During the replacement procedure, the rv lead impedance was noted to be out of range and high. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.